Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The delivery pusher was returned for analysis. The implant, introducer, and microcatheter were not returned. The strain relief was found to be unburnt and compressed. The body coil was substantially stretched at the middle section and the lead wires were broken. The monofilament profile indicated tearing had occurred. The proximal end of the pusher had offset and damaged coils. The pet at the hypotube transition was broken. A bend was found on the hypotube distal to e3. Based on the investigation, the complaint is confirmed. The unburnt pet and monofilament profile indicate a tensile detachment of the implant. The damage to the body coils, lead wires and monofilament were likely caused by over specification tensile forces being placed on the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm, the implant coil detached from the delivery wire in the aneurysm and a portion of the coil remained near the aneurysmal orifice. The coil was then pushed completely into the aneurysm with the wire without incident. There was no reported intervention or patient injury.